Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2a, d2b, d3, d4, g1, g4, h4. Device details received indicate that the device associated with this complaint is not PMA approved and no longer considered reportable to the FDA.

Event description:
Device details received indicate that the device associated with this complaint is not PMA approved and no longer considered reportable to the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reporting rupture. This relates to the right device. Device has been explanted.